Manufacturer narrative:
(B)(4). We have requested the return of the subject mr850 respiratory humidifier speaker for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in japan reported that the audible alarm of the mr850 respiratory humidifier was not functioning. There was no reported patient involvement.